Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical UK for evaluation. The customer's report could not be reproduced during testing. The device passed all functional and ECG stress tests with no faults identified. The returned multifunction cable and roc adapter also tested within specifications. Review of event logs showed multiple impedance out-of-range events, ECG multi-lead faults, cable ID changes, and repeated pads on/off messages, suggesting a possible intermittent connection between the patient and pads or between the accessories and pads. The pads used during the event were not returned for evaluation. The device was determined to be functioning as intended and was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.